Event description:
It was reported that the patient experienced cerebrospinal fluid (csf) leakage during the implant of left lead. As such, the patient was hospitalized and remained in supine with no headaches. Later on (B)(6) 2021 patient experienced headaches when sitting up. As such, the lead was explanted on (B)(6) 2021 and patient continued to be hospitalized to address the issue. Reportedly, the headaches have resolved.

Manufacturer narrative:
(B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.